Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket site was moved higher and the ipg was replaced with a non rechargeable ipg. The patient was doing well postoperatively and the explanted ipg will not be returned.